Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of non-sustained oversensing were noted on the device. Technical support was contacted and confirmed that the cause of the event was due to post-paced t-wave oversensing. The device was reprogrammed to resolve the event. The patient was stable with no consequences.